Manufacturer narrative:
Investigation in progress. Revision due to pelvic discontinuity.

Event description:
It was reported that a patient had a previous revision surgery on (B)(6) 2016. The patient was then revised a second time due to pelvic discontinuity on (B)(6) 2017. During this event patient suffered a blood loss of 1200 cc. The patient received 2 units of blood through transfusion. Tm revision shell is the only tmt design control part.

Event description:
It was reported that the patient underwent a hip arthroplasty revision to address pelvic discontinuity approximately eleven (11) months post-operatively. During the procedure, the patient suffered a blood loss of 700cc and received a transfusion of two (2) units of blood. The revision operative record noted that the patient was being revised for pelvic discontinuity. The surgeon found a little bit of ischium which was intact and had the anterior column, the quadrangular plate just lateral to the anterior column. There was no posterior column or posterior wall and the anterior column and medical wall were deficient. A bone graft and trabecular cup were used and the pelvis was reconstructed by the surgeon. The patient lost 700 cc of blood and no additional complications were identified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g4, g7, h2, h10. The following sections were corrected: b5, h6, h10. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Based on the investigation results, it is not suspected that the tm revision shell failed to meet specifications. Tm acetabular revision system cup-cage construct is under zimmer warsaw design control while the tm revision shell is zimmer tmt design controlled. The investigation could not verify or identify any evidence of tm revision shell contribution to the reported problem. Based on the available information, it can be concluded that the cause of the cup-cage construct failure event and pelvic discontinuity was not related to the tmt design controlled product (tm revision shell).

Event description:
It was reported that a patient had a previous revision surgery on (B)(6)2016. The patient was then revised a second time due to pelvic discontinuity on (B)(6) 2017.